Event description:
The complainant had a impella 5.5 pump support ongoing for a patient admitted in with multiple organ failure and cardiomyopathy. The pump was placed but after just over 1 month the team observed a cerebral hematoma with pupil changes. The team made choice to change heparin in purge to sodium bicarb and monitor for cerebral vascular accident with computed tomography imaging. Pump remains on for support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined.